Manufacturer narrative:
Correction: describe event or problem. Additional information: manufacturer narrative.. Root cause: the root cause for the reported issue that device had possible under infusion was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that chemo was running through the alaris pump and bd infusion set with chemo locks. The clinician noticed that the primary bag was getting overfilled while the chemo was running. Chemo was noticed to be running from secondary bag into primary bag. The nursing team clamped the IV tubing to prevent primary from overfilling. There was patient involvement but no harm.

Event description:
It was reported that chemo was running through the alaris pump and bd infusion set with chemo locks. The clinician noticed that the primary bag was getting overfilled while the chemo was running. Chemo was noticed to be running from secondary bag into primary bag. The nursing team clamped the IV tubing to prevent primary from overfilling. There was patient involvement, however outcome is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.